Event description:
It was reported that stored names and room numbers occasionally disappeared from the infinity central station (ics). There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion of the manufacturer's investigation.

Event description:
It was reported that stored names and room numbers occasionally disappeared from the infinity central station (ics). There was no report of adverse patient impact.

Manufacturer narrative:
. A review of the device log files did not provide a root cause. Further information was requested including a network capture with device log files obtained while the issue was occurring. A draeger technician went on site to collect the information, but the issue did not occur while they were onsite' therefore this information was not available. In conclusion, since the issue has not recurred and the requested information could not be provided, a root cause could not be determined.